Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported ECG failures. There was unknown if patient involvement or adverse patient impact.